Event description:
The patient reported to an emergency room (ER) after attempting to "cut his pump out of his belly." The patient experienced numbness in his legs from the "sight of the pump, down." A spinal cord injury was diagnosed. The catheter access port (cap) was accessed, and no drug /cerebrospinal fluid could be withdrawn. A physician who manages pain pumps determined that the pump and catheter could not be salvaged; and it was then explanted. The entire device system was to be replaced, however, due to some extenuating circumstances, the surgeon would not replace the system because of the patient's "opioid abuse, stealing a script pad, etc." A portion of the catheter had to be left in the intrathecal space. The physician was concerned that there was a "more dense/hard feeling" at the end of the catheter that was explanted; and it was further noted as not being the titanium tip. There was no plan for a future implant procedure. As of 3/23/2012, the patient was not presenting any other symptoms in the ER. The patient was further indicated as having recovered from the post operation well. A psychological evaluation was recommended / discussed. The pump was delivering lioresal.

Event description:
Additional information received noted the physician last saw the patient on 2012-(B)(6). The patient was also last seen in the clinic on 2012-(B)(6). No additional information has been received regarding the patient.

Manufacturer narrative:
Catheter model# 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. (B)(4). Analysis of the pump revealed pump exterior/expanded shield (s) did not affect post-explant pump performance. No significant anomaly found. The catheter was incomplete; returned in segments. Analysis of the catheter revealed acceptable testing; no significant anomaly found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# serial# (B)(4), explanted: 2012-(B)(6), product typ catheter.